Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: you can see especially in the bottom picture that my teeth have gotten brown since wearing my aligners. The clinical team requested a visit to the doctor of dental surgery and a letter of recommendation. No further documentation or response from the patient regarding the complaint has been received. This record has been forwarded for clinical review to determine the type of discoloration, using the photos provided in the patient files.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.